Event description:
Defectively designed shower stool, collapsed while in the shower. Fortunately, I was able to grab the installed horizontal shower stall grab bar, preventing myself from a potential injury or death from a fall.